Event description:
It was reported that the device shorted out. This happened before a procedure, no user or patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could not confirm the complaint for the device is shorting out. A visual inspection was performed and showed the power cord was not returned with the light source. No physical damage appeared on the device. The light source was connected to a power source and ran continuously for an hour without shorting out. Smith & nephew could not replicate the failure. This device is considered to be a no problem found. No manufacturing related defects were observed.